Event description:
It was reported that the user received an ¿insulin set expired¿ alert on the ilet after performing a supply change, and it was determined that the ¿inserting new infusion set¿ step had not been completed on the pump; the user subsequently selected the fill cannula function, which cleared the alert. Symptoms included no reported adverse clinical effects. Outcomes included resolution of the alert without medical intervention or hospitalization. Investigation included guided troubleshooting and user education over the phone. Investigation of this case revealed user setup error during the supply change workflow, with the device and infusion set functioning as designed once the cannula fill step was completed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incomplete supply change steps.